Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Report#1627487-2018-06954, reference MFR. Report#1627487-2018-06955, reference MFR. Report#1627487-2018-06952. It was reported the patient's bottom right pns lead (off-label use) migrated several days after implant. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the lead was repositioned to address the issue. Effective therapy was restored postoperatively thus resolving the issue. Note: all possible leads are being reported due to its unknown which lead contributed to the issue.